Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bladder leakage, urinary incontinence, urinary frequency, back pain, and nocturia. Furthermore, it was reported that the plaintiff died. The cause of the death was reported as cholangiocarcinoma with malignant biliary obstruction. Related MFR report # 2183959-2015-13946, 13951, 13950.